Manufacturer narrative:
H3: one medfusion pump was received with a cracked right plunger case. The event history log was reviewed and there was evidence of a motor rate error. An occlusion test was performed and the reported "motor not running" issue was confirmed. The issue was caused by abnormal wear of the worm gear and worm coupling. The worm gear and worm coupling will be replaced to resolve the issue. The lead screw and both clutch halves were replaced as a preventative measure.

Event description:
Additional information was received that the event occurred during annual preventative maintenance of the device.

Event description:
Information was received that a smiths medical medfusion syringe pump had a motor rate error during occlusion test. No patient involvement.